Event description:
It was reported that a patient underwent a dual chamber leadless pacemaker (lp) system implant. The right ventricular (rv) lp was mapped and deployed successfully. The right atrial (ra) lp exhibited intermittent sensing, low current of injury, and high capture threshold after five fixation attempts. The ra lp was removed due to a suspected blood clot on the device. A stretched helix was also seen upon removal from the patient. A new ra lp and catheteter were then advanced into the patient. Patient's blood pressure then dropped due to a cardiac perforation, pericardial effusion, and cardiac tamponade, located in the rv and confirmed with echocardiography. Physician also suspected the rv lp implant caused the perforation and subsequent issues. Pericardiocentesis was performed and patient stabilized. The the ra lp implant was abandoned. Patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.